Event description:
The pump reportedly "switched infusion rates on its own" and an underdelivery occurred. The pump had been set to infuse d5ns with one amp of multivitamin at 125ml/hr. Two nurses had checked the rate as correct. Approx one hr later, a nurse noted that the infusion rate had changed to 75ml/hr. No alarms had occurred. The pt was questioned and stated that no one had touched the pump during that time period. No adverse effects occurred. No add'l info was available.